Event description:
Plaintiff alleges sensitization to latex and risks suffering anaphylactic reactions when she comes into contact with latex. Further alleges the development of "interalia", hand sores, hives, wheezing, dermatitis, runny eyes, runny nose, uticaria, rhinorrhea, conjunctivitis and asthma.